Manufacturer narrative:
The customer inspected the alinity c processing module, serial number (B)(6), and replaced the alinity c-series cuvtte d resolving the issue. The service history of the (B)(6) verifies no subsequent issues have been reported related to discrepant patient results after service intervention. A review of tracking and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, review of tracking and trending data associated with the alinity c-series cuvtte d (list number 04s52-01) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any nonconformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module, for serial (B)(6), or the alinity c-series cuvtte d were identified.

Event description:
The customer reported falsely elevated alinity c calcium result generated on the alinity c processing module. The following data was provided (reference range for calcium: 8.4-10.2 mg/dl): sample ID (B)(6): initial result =6.6 mg/dl; rerun result = 15.5 mg/dl; 3rd rerun result = 6.6 mg/dl; repeat result on a different instrument = 6.7 mg/dl. There was no impact to patient management reported.